Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The company cartridge was not returned. Product history records were reviewed, and documentation indicated the product met release criteria. A non-qualified lens model was used. The associated company lens is only qualified for use in a company a or company b cartridge. A non-qualified handpiece and a non-qualified viscoelastic were used. The product investigation could not identify a root cause for the reported complaint. Information was provided in the initial report description that during the surgery a capsule rupture occurred. A non-company lens was removed and replaced with the company lens. The file indicated that, per the surgeon, the capsule rupture, two stitches suture, and nuclear fall were not related to the intraocular lens (iol). Additionally, a non-qualified cartridge, handpiece, and viscoelastic were used. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information was provided in d.4. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during cataract surgery with an intraocular lens (iol) implant procedure, the patient had capsule rupture, so that vitrectomy was performed. Subsequently the patient developed late-onset endophthalmitis. The patient also presented with hyperemia, corneal edema, keratic precipitates, cell, flare, fibrin, anterior chamber empyema, hazy vitreous and difficulty in fundus visualization. After the surgery there was no uncomfortable feeling to the patient. The patient was treated with unspecified corticosteroid eye drops, unspecified antibiotic eye drops, unspecified non-steroidal anti-inflammatory drugs eye drops and a steroid subconjunctival injection. As per the surgeon, capsule rupture, stitches, and nuclear fall occurred were not related to iol. There are two medical device reports associated with this complaint. This report is 2 of 2. Additional information has been requested.